Event description:
It was reported by the customer that the 2nd bottle slowly cracked during a case.

Manufacturer narrative:
After investigation, the customer experience was confirmed. The most probable root cause can be attributed to post manufacturing handling, which can provide enough force/impact to create a hole or even break the plastic bottle. A device history review was completed and no manufacturing issue associated with the reported event were found. A project was opened to further investigate the issue and root cause. Please be assured complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Customer reported bottle slowly cracked during a case. No patient impact has been reported. Awaiting sample evaluation to determine a potential root cause. Investigation is ongoing at this time. Section c1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that the 2nd bottle slowly cracked during a case.